Manufacturer narrative:
(B) (4). (B) (4). Based on the xact instructions for use (IFU), restenosis of the stented area is a known potential adverse outcome associated with carotid stents. In this case, the product was not returned for evaluation, which may have aided in determination of cause. Also, no anomalies to the catheter reported during delivery system inspection prior to use and preparation. Moreover, xact catheters are 100% inspected for any anomalies prior to being packaged. Based on the available information and relevant manufacturing records, the incident does not appear to be related to a product deficiency. It is possible that operational context contributed to the reported event. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
Device issue: none. Adverse event: in-stent restenosis. Onset of adverse event: two years after stent placement. It was reported that approximately 2 years post a left internal carotid artery xact stenting procedure, the pt developed in-stent restenosis. The condition is continuing without treatment. Although requested, there was no additional information provided.